Event description:
New information received indicates additional post paced t wave oversensing occurred. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed but it was unknown if they were made. No patient consequences were noted.